Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Event description:
It was reported that during a routine follow up, this pacemaker device was found to be depleting faster than expected with five months of estimated life. Surgical intervention was performed to explant and replace device. No adverse patient effects reported.